Event description:
It was reported that there were two instances where patients coughed up the sheath of the e-kit. No other details were available at this time.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.